Event description:
The healthcare professional reported the patient came to the emergency room (ER) the date of the report for possible abscess and disc herniation. It was stated that it was unknown if the symptoms were related to the device or therapy. Magnetic resonance imaging (MRI) compatibility guidelines were requested. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.